Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant glucose results for one patient from accu-chek inform ii meter serial number (B)(4). Refer to the attachment to the medwatch for all of the patient data. There was no allegation of an adverse event. The patient was treated with d50. It was asked but not known what result the d50 treatment was based on. At 11:54 am the qc was not in the acceptable range with one operator. At 12:46 pm the qc was in the acceptable range with a different operator. The linearity was tested with acceptable results. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was received for investigation. Quality control material was tested with the returned meter and retention strips from lot 475971. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl, results: level 1: 43, 40, 42 mg/dl, level 2: 291, 287, 291 mg/dl, all results are within acceptable range. The product performed according to the specifications. Customer stated patient had hyperlipidemia which affects the blood flow. Product labeling states if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level.